Event description:
It was reported that, "during a case with dr. He was driving in a closed head iliac screw, when the 2 piece driver broke. The inner shaft broke about an inch under the handle. Therefore the inner shaft and the out shaft disengaged the handle broke off and he was unable to further drive down the screw. There was no back up driver for the closed head screw so he had put an offset inside the closed head screw, tighten down a blocker and back the entire screw out. He then put in an open head iliac screw which was the same diameter, but 10mm longer."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following. Engineering evaluation.